Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received new information (mw5105805) alleging increased sinus issues-either clogged or running; sneezing; coughing; difficulty breathing; hard to speak after using device; trouble sleeping; increased anxiety; depression; fatigue; frustration; anger. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging increased sinus issues-either clogged or running; sneezing; coughing; difficulty breathing; hard to speak after using device; trouble sleeping; increased anxiety; depression; fatigue; frustration; anger. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the lower box is consistent with the keratin contamination observed in ER (B)(4) (v1). The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination consistent with device enclosure, and airpath. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.